Manufacturer narrative:
Corrected data: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. - should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge tube, dry with residue/debris on product. Visual inspection found the lens optic deformed, the lens haptic bent. Dimensional and functional inspection was found within specifications. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise. The lens exchanged for a different power and the problem was resolved. Cause of the event was reported as unknown," the patient experiences near vision fatigue, and the second prescription is specially designed.".

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).